Event description:
It was reported that during a cholecystectomy procedure, the surgeon reported applying a clip on the cystic duct, and after firing the trigger, the device broke. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Malformed clip, damaged shaft. Evaluation summary: the analysis of the device found that the device was received with the shaft broken at the distal end making the instrument non-functional. It was cycled, fed and formed two scissoring clips and two clips with gap. It could not be determined what might cause the damage found. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.